Manufacturer narrative:
During a lumbar laminectomy the cautery device broke and the tip fell. It is unclear if the portion fell into the surgical site or onto the sterile field. The surgeon stopped the procedure to find the tip and to have a new cautery device obtained. The tip was found and the procedure continued without further incident. No harm came to the patient. It is unknown how far into the procedure the cautery device broke. It is unknown how much pressure was being placed on the cautery device when it broke. Device received and issue confirmed, root cause cannot be determined. Due to the reported issue and in an abundance of caution this medwatch is being filed.

Event description:
It was reported the cautery device broke while in use.